Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding the date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep reports that a few times the pt has let the ins deplete and the therapy turns off, then after charging the ins the pt checks the ins with the pt controller and the ins is in MRI mode. Pt said the therapy has also turned off unexpectedly and when they check it the ins is in MRI mode. Pt will log when it happens and the rep will capture the manufacturer file. A written report was received from the rep reiterating the issue: pt states they feel stimulation is off (tonic/low dose) program and when they check the remote it shows ins is in MRI mode even though pt has not put the device in MRI mode. Pt stated they have had a "few" situations where the stimulation has turned off "tonic/low dose" not felt and when they check the remote it shows ins in MRI mode although patient has not gone through the steps to put it in MRI mode. Rep called patient and technical services (pats) and was told this has never been reported before. Rep reports the plan is to monitor and collect patient data when it happens again. Rep reports the cause is unknown, no troubleshooting was performed, and the issue is still ongoing. Rep will submit any new information as they become aware.